Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed failed battery test. Customer's blood glucose levels were not included in the report. Customer also reported that the insulin pump has an unresponsive keypad. No significant events leading to the alarm or keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor, also received with intermittent button response due to corroded keypad traces. Unable to perform excessive no delivery test due to prime anomaly. The insulin pump powered up properly after battery installation. The operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. No failed battery test noted. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.